Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response on the easy bolus button, esc button, act button, up arrow button due to connector on lcd board half-locked. The insulin pump was unable to perform displacement test due to unresponsive keypad. The insulin pump had moisture damage on keypad traces noted during visual inspection. The insulin pump had a corroded battery tube, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the keypad on the customer's insulin pump was unresponsive. Customer's blood glucose value was withheld. Nothing further reported.